Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported there was a red spot and irritation the size of a "small pancake" at her infusion site. The infusion needle had been in use for 3 days, and pt removed it when the area started to feel sore. Pt was advised on manufacturer recommendations. Pt reported the infusion needle "pinches" her body when she sits. Pt was advised on infusion site locations and was encouraged to speak with her physician. No product was requested for evaluation. F/u was completed with pt on (B)(6) 2011. Pt reported that she was diagnosed with an infection at her infusion site and she rec'd an antibiotic. The surrounding area was red and felt like hot water was running on it. Infusion needle in use at the time of f/u was "fine," and there was no further pain, irritation, redness, or soreness.